Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6), batch: a000154111. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue. Therapy was restored post procedure. It is unknown which lead migrated.